Manufacturer narrative:
The device has not been received at the manufacturer for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, a root cause of the event could not be conclusively determined.

Event description:
It was reported that after an intraocular lens was implanted into the eye, the trailing haptic of the intraocular lens (iol) was compromised due to loading issues. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed using a different model iol. Two sutures were used.

Manufacturer narrative:
Device was returned and evaluated. The lens was loose inside the plastic container, was missing a haptic and scratches on the optic were visible. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
Additional information was received indicating approximately 75 days post-surgery, the patient's vision in the eye was 6/18 pinhole to 6/12.